Event description:
It was reported the patient experienced a loss of therapy effect with symptoms of increased spasticity. A catheter dye study was done. It was confirmed that the distal segment of the catheter was dislodged out of the intrathecal space of spine. The location of symptoms/issue was the catheter track. A revision was performed. The catheter was explanted on (B)(6) 2012 and was discarded. The distal portion, spinal segment, of the catheter was replaced with a new one. Patient status was noted as "alive- no injury/ no adverse event". The patient was currently stable. The pump was delivering gablofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).